Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Return of the device, however, is anticipated. Without device return, analysis is limited to review of the device history record, which shows that the device met manufacturing specificiation when released for distribution. Analysis results of the device will be provided to FDA when the device is received and analyzed. Conclusion: exact cause of the event cannot be determined at this time as the product has not been returned for analysis. No adverse patient effects reported.

Event description:
Medtronic received information that while using this hollow fiber oxygenator, micro bubbles were observed in the lines when the flow was decreased to 2 l/min. The flow rate was increased to 6 l/min and the bubbles disappeared. The flow was subsequently decreased to 2 l/min, and the micro bubbles reappeared. The decision was made to change out this device. There have been no adverse patient effects reported.